Manufacturer narrative:
Zou q, jiang c, lin p, yu y, li j, zhao f, hu h and sun s (2024) management of complications associated with percutaneous left atrial appendage closure with or without ablation: experience from 512 cases over a 4- year period. Front. Cardiovasc. Med. 11:1388024. Doi: 10.3389/fcvm.2024.1388024.

Event description:
Reported via journal article. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was in a sub optimal position. While the physician was recapturing the closure device, they perforated the laa which resulted in a pericardial effusion. The physician deployed the closure device a second time in the laa which helped with the bleeding from the perforation. The closure device met all release criteria and was successfully implanted in the patient. There were no other complications as a result of this event. The patient was discharged on rivaroxaban and clopidogrel.